Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on in or around 2006 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Follow-up received on 14-jun-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device expulsion ("migration of essure device: uterus") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12233049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida and wisdom teeth removal. Previously administered products included for an unreported indication: ortho cept. Concurrent conditions included sulfonamide allergy, rubber sensitivity and penicillin allergy. In 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding- vaginal") and menorrhagia ("abnormal bleeding- menorrhagia"). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced back pain ("lower back pain with hip ache and leg numbness"), arthralgia ("lower back pain with hip ache and leg numbness") and hypoaesthesia ("lower back pain with hip ache and leg numbness"). On (B)(6) 2015, 12 years 5 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal tenderness ("tenderness and swelling in the lower abdomen") and abdominal distension ("tenderness and swelling in the lower abdomen"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal tenderness, abdominal distension, back pain, arthralgia and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, arthralgia, back pain, device expulsion, fallopian tube perforation, hypoaesthesia, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: mr: patient has not had hsg performed diagnostic results: on (B)(6) 2015, gynecological ultrasonography / transvaginal ultrasound: myometrium: inhomogeneous. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 3.5 mm. Right tube: essure visualized in cornua of uterus. Left tube: essure visualized in left lateral uterus at cornua and extending into endometrial canal. Oncerning the injuries in the case, the following ones were described in patient's medical records: lower back pain, hip aching, swelling in lower abdomen, numbness in leg, abdominal pain left lower quadrant. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, onset and removal dates updated, historical conditions, concomitant drugs and conditions, new events fallopian tube perforation, uterine perforation , device expulsion, vaginal haemorrhage, menorrhagia, abdominal tenderness, abdominal distension, back pain, arthralgia, hypoaesthesia, symptoms pelvic pain and abdominal pain lower added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)", fallopian tube perforation ("perforation (fallopian tube(s)", device expulsion ("migration of essure device: uterus/ left sided coil appears displaced into endometrial cavity/migration of essure device") and genital haemorrhage ("abnormal bleeding(general)," in a 50-year-old female patient who had essure (ess205) (batch no: 12233049-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida and wisdom teeth removal. On (B)(6)2015, gynecological ultrasonography / transvaginal ultrasound: myometrium: inhomogeneous. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 3.5 mm. Right tube: essure visualized in cornua of uterus. Left tube: essure visualized in left lateral uterus at cornua and extending into endometrial canal. Previously administered products included for an unreported indication: ortho cept. Concurrent conditions included sulfonamide allergy, rubber sensitivity, penicillin allergy and mood swings. In june 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 12 years 5 months after insertion of essure (ess205). In june 2003, the patient experienced hypoaesthesia ("lower back pain with hip ache and leg numbness/ numbness"), allergy to metals ("allergic reaction to nickel"), migraine ("migraines") and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2003, the patient had essure (ess205) inserted. In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding- menorrhagia"), urinary tract infection ("urinary tract infection") and headache ("headaches"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In september 2015, the patient experienced back pain ("lower back pain with hip ache and leg numbness") and arthralgia ("lower back pain with hip ache and leg numbness"). On an unknown date, the patient experienced abdominal tenderness ("tenderness and swelling in the lower abdomen") and abdominal distension ("tenderness and swelling in the lower abdomen"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal tenderness, abdominal distension, back pain, arthralgia, hypoaesthesia, allergy to metals, urinary tract infection, migraine and headache was resolving and the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, allergy to metals, arthralgia, back pain, device expulsion, fallopian tube perforation, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pfs - patient stated that soon thereafter essure removal "most, if not all symptoms decreased". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina, in september 2009: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: lower back pain, hip aching, swelling in lower abdomen, numbness in leg, abdominal pain left lower quadrant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received- new event abnormal bleeding (general) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device expulsion ("migration of essure device: uterus/ left sided coil appears displaced into endometrial cavity/migration of essure device") in a 50-year-old female patient who had essure (ess205) (batch no. 12233049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida and wisdom teeth removal. Previously administered products included for an unreported indication: ortho cept. Concurrent conditions included sulfonamide allergy, rubber sensitivity, penicillin allergy and mood swings. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hypoaesthesia ("lower back pain with hip ache and leg numbness/ numbness"), allergy to metals ("allergic reaction to nickel") and migraine ("migraines"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding- menorrhagia"), urinary tract infection ("urinary tract infection") and headache ("headaches"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced back pain ("lower back pain with hip ache and leg numbness") and arthralgia ("lower back pain with hip ache and leg numbness"). On an unknown date, the patient experienced abdominal tenderness ("tenderness and swelling in the lower abdomen") and abdominal distension ("tenderness and swelling in the lower abdomen"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal tenderness, abdominal distension, back pain, arthralgia, hypoaesthesia, allergy to metals, urinary tract infection, migraine and headache was resolving. The reporter considered abdominal distension, abdominal tenderness, allergy to metals, arthralgia, back pain, device expulsion, fallopian tube perforation, headache, hypoaesthesia, menorrhagia, migraine, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pfs - patient stated that soon thereafter essure removal "most, if not all symptoms decreased". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2015, gynecological ultrasonography / transvaginal ultrasound: myometrium: inhomogeneous. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 3.5 mm. Right tube: essure visualized in cornua of uterus. Left tube: essure visualized in left lateral uterus at cornua and extending into endometrial canal. Concerning the injuries in the case, the following ones were described in patient's medical records: lower back pain, hip aching, swelling in lower abdomen, numbness in leg, abdominal pain left lower quadrant. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs was received: plaintiff's height was provided. The events allergic reaction to nickel, urinary tract infection and migraine headaches were added. The onset date of events numbness, menorrhagia, abnormal bleeding - vaginal were provided. The reported pain is located in pelvic and vaginal area and is considered severe and constant. Most, if not all symptoms decreased shortly after essure removal. In (B)(6) 2009 a transvaginal ultrasound showed total bilateral occlusion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device expulsion ("migration of essure device: uterus/ left sided coil appears displaced into endometrial cavity/migration of essure device") in a 50-year-old female patient who had essure (ess205) (batch no. 12233049-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida and wisdom teeth removal. Previously administered products included for an unreported indication: ortho cept. Concurrent conditions included sulfonamide allergy, rubber sensitivity, penicillin allergy and mood swings. In (B)(6) 2003, 12 years 5 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2003, the patient experienced hypoaesthesia ("lower back pain with hip ache and leg numbness/ numbness"), allergy to metals ("allergic reaction to nickel") and migraine ("migraines"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding- vaginal"), menorrhagia ("abnormal bleeding- menorrhagia"), urinary tract infection ("urinary tract infection") and headache ("headaches"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced back pain ("lower back pain with hip ache and leg numbness") and arthralgia ("lower back pain with hip ache and leg numbness"). On an unknown date, the patient experienced abdominal tenderness ("tenderness and swelling in the lower abdomen") and abdominal distension ("tenderness and swelling in the lower abdomen"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on 3-dec-2015. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, abdominal tenderness, abdominal distension, back pain, arthralgia, hypoaesthesia, allergy to metals, urinary tract infection, migraine and headache was resolving. The reporter considered abdominal distension, abdominal tenderness, allergy to metals, arthralgia, back pain, device expulsion, fallopian tube perforation, headache, hypoaesthesia, menorrhagia, migraine, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: pfs - patient stated that soon thereafter essure removal "most, if not all symptoms decreased". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in september 2009: total bilateral occlusion on (B)(6) 2015, gynecological ultrasonography / transvaginal ultrasound: myometrium: inhomogeneous. Endometrium: endometrial cavity could not be seen clearly. Endometrium thickness total: 3.5 mm. Right tube: essure visualized in cornua of uterus. Left tube: essure visualized in left lateral uterus at cornua and extending into endometrial canal. Concerning the injuries in the case, the following ones were described in patient's medical records: lower back pain, hip aching, swelling in lower abdomen, numbness in leg, abdominal pain left lower quadrant. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.